Event description:
It was reported that occlusion alarms occurred due to the cartridge not seating fully on the pump. Reportedly there was a "space on the bottom and side of the cartridge". Reportedly, the customer "kept using the cartridge thinking that it would work" resulting in the customer's blood glucose level increasing to 599 mg/dl with small ketones that a health care provider did not determine to be life threatening/dangerous. The customer was transported to the emergency room by ambulance and was ultimately admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and was released from the hospital on 1/21 with no permanent damage and the issue resolved. Customer successfully loaded a new cartridge on the pump and resumed insulin delivery.